Event description:
It was reported that the patient presented for a two week post op appointment and it was found that the lower leg was noticeably painful, red and warm to touch. An ultrasound was done and deep vein thrombosis (dvt) was confirmed. The patient was started on 3 months of apixaban and is being followed. It was noted that the patient underwent two surgeries within a short time and is immobile, and that this was the cause of the dvt, and not the implant itself. The patient was prescribed blood thinners and is under observation. Not devices will be returned as they all remain implanted.